Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between the acoustic lens and ultrasound probe could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the customer's allegation was not confirmed. Additional non-reportable malfunctions were found during evaluation are as follows: due to damage on charged couple device (ccd) unit a flare occurred, acoustic lens had a chip that did not reach the glue layer, was peeled and damaged, objective lens had a scratch, adhesive around the objective lens had wear, adhesive on the bending section cover (a-rubber) had a chip, the connecting tube had coating peeling, the distal end was shaved, due to wear of the forceps elevator (fe) lever, the upward/downward (u/d) knob could not be locked securely, due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value, suction cylinder (s-cylinder) had discoloration, channel tube (ch-tube) had a scratch, and the grip had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope cleaning brush did not pass through the instrument channel smoothly. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, a gap between acoustic lens and ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.